Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported device does not recognize open door was confirmed during the event history log but was not reproduced during evaluation. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize open door. There was no known patient injury or medical intervention associated with this event. No additional information is available.